Event description:
It was reported that the user experienced high glucose readings overnight after a supply change, with a cgm value of 382 and a high glucose alert; troubleshooting showed a dry, intact infusion site and correct tubing connection, but no drops were seen during the fill step and the pump was found without a cartridge in place, after which the user was advised to perform a full supply change. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a device problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.